Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. Insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer is receiving button error alarm and has not been able to administer bolus shot. Customer's blood glucose is 70 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.